Event description:
It was reported that during a da vinci s hysterectomy procedure, the surgeon experienced a dark image and could not continue. With the assistance of an isi technical support engineer, the site inspected and changed the light guide cable and endoscope, however, the image continued to appear dark. The camera control unit and touch screen advanced image settings were confirmed correct with the image recurring dark. The surgeon decided to converted to traditional open surgical techniques to finish the planned surgery after 30 mins of troubleshooting. No pt harm was reported.

Manufacturer narrative:
The investigation conducted by isi field service engineering (fse) discovered that the issue experienced by the customer was associated with a defective camera head. The camera head produces three dimensional images to the da vinci s vision system through right and left optical paths. The images are acquired through separate optical channels of the endoscope and are directed to the camera head and processed independently. The system was repaired by replacing the affected camera head. The defective camera head has not been returned to isi for evaluation. If the camera head is returned for evaluation a follow-up MDR will be submitted. As of 2008, there have been no reported recurrences of this issue at this hospital.